Event description:
I had 10-12 amalgam fillings placed between 1980 and 1990. I suffered from chronic and acute sinus infections and chronic fatigue. I read about these symptoms being related to mercury from the amalgam fillings and have since had all amalgam fillings removed begining in 2005 through 2006. The sinus infections and fatigue improve immediately after the first quadrant was removed and are now completely gone.